Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for the evaluation of the reported event. The device was received with a scratched lens. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported event. Could not duplicate the customer's reported issue of ec1720. The ehl was reviewed and there were no evidence that the error happened. No further action will be taken at this time.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy pump produced error code 1720. The product problem was observed during testing. The event date is unknown.